Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v020188, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4)

Event description:
The manufacturer's representative (rep) reported they were meeting with the patient because he saw the elective replacement indicator (eri) message on the patient programmer (pp) and recharger. The rep. Stated this was expected. When meeting with the patient impedance measurements were taken at 0.7 volts and then at 1.5 volts. Reference 0 with 1 and 2 were greater than 20,000 ohms and all other pairs were within the normal range. Reference 1 with 6 was 4958 ohms. Reference 4 with 6 was 5,100 ohms. Reference 6 all values were around 5,000 ohms. The rep. Ran a therapy impedance with the patient's current primary group using the following electrodes i1 0+ 2- 3+ i2 5+ 6-. Therapy impedances with i1 was 604 ohms and 4.735 milliamps. Therapy impedances with i2 was greater than 4,000 ohms and 0.772 milliamps. The rep. Stated the patient was getting good therapy and didn't have any complaints about the function of the system. No patient symptoms were reported. Relevant medical history includes post-lumbar laminectomy syndrome. The rep. Further reported that no additional diagnostics were done and the cause of the high impedances was not determined. At the current time the patient was waiting to have a pre-operative appointment with a surgeon.

Event description:
Additional information received from the patient in response to follow-up reported that the device had exceeded the 8 years by 7.5 months past its listed lifespan. The patient had known what the end of life (eol) message had meant and had contacted a manufacturer representative (rep). The device was replaced and the staples were scheduled to come out the day after the patient responded to follow-up. The device was also noted to have made her life livable again after she had broken 7 vertebrae.